Event description:
Technical services received a call on 04/07/2011 from sales rep. Caller said that patient has high output programmad for ra lead (6.5/1) and is at a magnet rate of 90 right now. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).